Event description:
On (B)(6) 2012, customer reported a probe wipe leak after startup on the act diff instrument. The volume was approximately 5 to 6 ml and the leak was not contained. No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) assisted the customer with troubleshooting, via phone. Cts instructed the customer to change the dual diluent and fluid filters. Customer reported that the probe was not leaking anymore after this repair but the platelet parameter failed after startup. Customer found kinked tubing above the filters that had been replaced, which caused the platelet background failure. Customer fixed the tubing and ran background, which passed specifications, to resolve the issue. The replacement of the filters resolved the leak and no further problems were reported.

Manufacturer narrative:
(B)(4).